Event description:
Total hip replacement (B)(6) 2007. I received the depuy total hip pinnacle acetabular cup. It dislocated (B)(6) 2011, had surgery to fix, and had to order parts for it, and dislocated again in (B)(6) 2011 and further surgery to fix. Prior to surgery several issues with groin pain /thigh pain, has increased since surgery with both walking and standing putting weight on my leg/hip. My right leg is weak and pain in groin, leg, and thigh. Have had x3 pt and have no strength in leg and now problems with the other leg. A click/catch and pain is worst at these points. Still ongoing pain and can't function normally. Dates of use: (B)(6) /2007 -- (B)(6) 2012. Diagnosis or reason for use: right hip avascular necrosis. Concomitant therapy date: (B)(6) 2010.